Event description:
It was reported by the affiliate that during a laparoscopic bypass procedure, sometime into the bypass case, insufflations were lost and it was identified that the leaks were occurring through the seals of the trocars. The surgeons could hear and feel leaks from all of the trocars while the laparoscopic instruments were in the trocars. The case was delayed while they tried to maintain insufflations. Eventually the surgeons battled to finish off the case successfully. Another device was used to complete the procedure. There were no adverse consequences for the pt. Additional info received (B)(6) 2010.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the cb12lt devices (a,b an c) were returned in good visual condition, the devices were functionally leak tested and passed. The devices were fully functional according to the mfg requirements. No conclusion could be reached as to what may have caused the reported incident. The cb12lt devices did not have an obturator present. The obturator is the piece of the trocar that has the batch stamped. No batch numbers were available; therefore, we were unable to check mfg records for any related non-conformances.